Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Review of device data by boston scientific technical services confirmed the presence of the bd code and advised with device replacement. High shock impedance measurements of 205 ohms were also observed. No changes were made, and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Review of device data by boston scientific technical services confirmed the presence of the bd code and advised with device replacement. Surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Review of device data by boston scientific technical services confirmed the presence of the bd code and advised with device replacement. High shock impedance measurements of 205 ohms were also observed. No changes were made, and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Review of device data by boston scientific technical services confirmed the presence of the bd code and advised with device replacement. Additional information provided from the field indicated the s-ICD actually continues to remain in service at this time and a revision procedure will be performed soon. High shock impedance measurements of 205 ohms. No changes were made, and the s-ICD remains in service. No adverse patient effects were reported.